Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per additional information received, surgical intervention was required to manually close the re-opened anastomosis. The patient is in good condition and has been discharged from the hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after a laparoscopic right hemicolectomy procedure, the closure of the points in the central part of the charging seemed to be missing in one branch. Sleeved with suture was done to resolve the case. Surgical intervention was required. The procedure extended for more than 30 minutes. The patients hospital stay was extended 4 weeks. The patient is alive.